Manufacturer narrative:
Pc (B)(4). Batch # unk health effect - clinical code ¿ gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo(s) received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the photographic evaluation. Additional information: the surgeon felt the resistance of the tissue when the firing handle was grasped. When the sales rep checked the device, it was found the washer was scratched by the knife, but it was not broken. The procedure was open. The staples were unformed. The knife was cut. Another device was used and the same matter occurred again. Dr thought that the anvil was attached properly. Stoma was created and the patient is stable. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a sigmoidectomy, the staples were not formed at the firing. There is a possibility the anvil was not placed in the patient properly. Additional hand suture was performed to complete the case. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 01/04/2021. D4: batch # t5ez3p. H6: component code = mechanical (g04). Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. Further analysis shows a slightly cracked was noted on the handled near of indicator label and marks were observed on the safety. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. It appears that an attempt was made to fire the device with the safety engaged. It should be notice that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.